Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in the initial report - the electronic components appeared to malfunction. There was evidence of liquid intrusion into the electronic connector discovered. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Additional details concerning the device and overall event have been requested from the customer, but not response has been received at this time. Based on the results of the investigation, it is believed that while the user was handling the device, water invaded the scope connector, which led to an abnormality in the electronic components ¿ resulting in the reported failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited no image as ingress of liquids into the connector caused electronic failures. There were no reports of patient involvement.